Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak near the red hub was confirmed, but the exact mechanism of damage is unknown. One 5 fr d/l powerline catheter was returned for investigation. The catheter was received in three segments. The catheter reveals evidence of use. The dual lumen (d/l) tubing extended 4.5mm from the distal end of the bifurcation. The bifurcation was discolored and the printing on the molded bifurcation was partially worn. The printing on the connectors was also partially worn. Tape residue was observed on the extension legs. The depth markings are continuous and sequential. No portion of the catheter appears to be missing between the three returned segments. The adjoining surfaces of each catheter segment were microscopically examined. Each cross section exhibited a glossy and striated surface, which is indicative of a cut made with a sharp instrument. A functional test revealed a leak in the extension leg tubing just inside the distal end of the red hub. The leak site in the extension leg was microscopically examined and the surface of the tubing was noted to be rough and granular, which is indicative of a tear in the material. It is possible that the tubing tore from manipulation during repeated access of the luer adaptor, involving flexing and twisting, but it is unknown if other factors were involved, such as chemical degradation. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reyk1379 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that a tunneled cvc bard powerline leaked from the red port. The device was removed. No patient injury reported.